Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found scratch marks/abrasions on the orange plastic section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly .146¿x .029¿. There was material missing. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted incisional hernia ipom surgical procedure, during setup, surgical tech noticed that gray covering near arm of the monopolar curved scissors was frayed. Gray covering noted to be chip and piece sticking up from instrument. Instrument taken out of circulation prior to patient entering the operating room. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 11/15/2024, intuitive surgical, inc. (Isi) received FDA manufacturer and user facility device experience (maude) database report (B)(4) stating the following regarding this event: "the cable of the monopolar scissor broke under protective tip cover. Doctor noticed instantly and scissor removed from field and new one opened."